Event description:
The sizing catheter was placed into the pt through the groin. The groin area was very scarred from previous surgeries. They were not able to advance the catheter as desired, so a decision was made to exchange the catheter. Upon removal, two bands came off the catheter and remained in the pt. One band was retrieved from the pt.